Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The reported patient interface serial number was not used on the reported event date. Further information and sample are requested, but not received. Therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the suction loss in the unknown eye of a patient with unknown timing during lasik surgery. Add there are multiple related reports for this facility. This report addresses a pi (B)(6). And additional manufacturer reports will be filed.